Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a cartridge was leaking near the black o-ring on the plunger side. The pt reported when he removed the cartridge to replace it, he noted moisture on the cartridge and smell of insulin. The pt claimed he dried off the cartridge and pushed on the plunger and noted that the cartridge was leaking from the black o-ring near the plunger side. At the time of troubleshooting, the pt confirmed there were no cracks on the cartridge and the luer lock was dry and secure. The pt described what appeared like condensation coming out around the plunger. There was no adverse event associated with this complaint.